Event description:
It was reported that this patient with this pacemaker underwent a procedure in the hospital in which noise and oversensing were observed during the procedure. Technical services (ts) reviewed noting the external pacing spikes were observed, likely due to the electrophysiology catheter and that these episodes were related to the procedure. There was no pacing inhibition noted as a result of the oversensing. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.